Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since implant on (B)(6) 2016 they are seeing poor communication on their patient programmer (pp), have never had a successful charge session, and are unable to connect with the implantable neurostimulator recharger (insr). It was stated that they have back pain and can't get their stimulator to work since (B)(6) 2016, and further indicated that the implantable neurostimulator (ins) is in a "bad position," noting that it is located in their lower back. The patient was unable to talk for long and as a result further information could not be obtained. Indication for implant is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.